Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose was 290-340 mg/dl. Reportedly, the customer was successfully able to resume insulin after supplies were changed. Customer declined troubleshooting and reverted to manual injections.